Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and updated h6 device code. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
Additional information indicated there was a device malfunction. The device was implanted in 2009 and the issue was observed in 2017.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was replaced due to patient preference as the device was in a long time and the patient wanted a new one. It is not known for how long the device had been implanted.